Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose level of 378 mg/dl. Customer performed multiple supply changes to address issue; however issue was not resolved. Reportedly, customer increased the basal rate, temporarily resolving the issue; however blood glucose level began to rise again. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer experienced ongoing higher blood glucose (bg) levels (378 mg/dl). Reportedly, the pump did not deliver insulin as intended. Customer changed the pump supplies and administered manual injections to address bg levels. Reportedly, the customer continued to use the pump for insulin therapy.